Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that prior to implant the healthcare professional was only able to aspirate 25 ml of the expected 40 ml of saline from the pump. The hcp then attempted to fill the pump, but was only able to push in 20 ml.